Event description:
It was reported through clinic notes that the patient had been referred for a generator replacement due to the patient's recent increase in seizures. The vns battery life showed about 25% remaining; however, no diagnostics were provided. Additionally, it is unknown if the seizures had increased to above pre-vns baseline, or if they seizures were still below pre-vns baseline. Attempts for additional relevant information have been unsuccessful to date. No know surgical interventions have occurred to date.

Manufacturer narrative:
Initial report inadvertently reported the fax number in the wrong format.

Event description:
An implant card was received indicating that the patient's generator replacement surgery was completed. Attempts for product return for analysis revealed that the explanted generator was discarded.

Event description:
The generator was received by the manufacturer and, therefore, had not been discarded. The generator is pending product analysis.

Event description:
Interrogation and diagnostic data were received from the date of explant. The diagnostic results were within normal limits and showed the device to be at ifi - yes. The generator product analysis was completed. Proper functionality of the generator was verified in the pa lab. The generator output signal was monitored for more than 24 hours, while the device was placed in a simulated body temperature environment. No variation in the output signal was observed. The diagnostics were as expected for the programmed parameters. The pulse generator performed according to functional specifications. There were no performance or other adverse conditions found with the pulse generator.